Manufacturer narrative:
The insulin pump was monitored for 9 hours with multiple basal rates. The insulin pump passed self test. No alarms were noted during testing. The insulin pump was received with minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received an alarm involving a flash drive failure on his insulin pump and he was having moderate ketones. It was advised to discontinue use and revert to a back-up plan. The customer's blood glucose was 254 mg/dl. It was stated the customer would drink water and exercise. It was not possible to troubleshoot the alarm or view alarm history, as the insulin pump was not present at the time of the report. Nothing further was reported.